Manufacturer narrative:
Internal complaint reference: case-(B)(4). This complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that during thr surgery, the interior of one (1) mi z handle acet reamer broke during use, when the surgeon ream the acetabulum. The procedure was completed without delay using a s+n back-up device. No injury was reported as a consequence of this issue.

Manufacturer narrative:
H10: additional information received by the manufacturer during device evaluation identified that this event should be re-evaluated for MDR reporting. The new information received confirmed that the distal section of the interior shaft fractured from the proximal portion of the interior shaft of the mi z handle acet reamer. The reassessment determined that the issue does not meet the threshold for reporting and therefore, it is a non-reportable event. If further details are provided, our files will be updated accordingly, and a further report submitted outlining both the event details and our investigations performed. While this event is no longer considered reportable, this report is being submitted as a courtesy to provide updated investigation results based on the return and evaluation of the complaint device subsequent to the submission of our previous supplemental report. The associated device was returned and evaluated. The visual inspection revealed that the device presents with the distal section of the interior shaft fractured from the proximal portion of the interior shaft. Both ends of the fracture have damaged metal components. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history based on the historical data revealed similar events for the listed batch, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that a similar event was previously identified, and escalated actions were performed. It has been concluded that there is a potential for breakage if used after the expected lifetime or excessive force is used as this device is a reusable instrument and it is expected to wear over time. Also, the failure rate of this issue is within expected and documented in the risk file. The batch number under this complaint was manufactured before these actions were initiated. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely potential factors that could contribute to the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.